Event description:
As reported by a field clinical specialist (fcs), it was a bailout case involving a 23 mm sapien 3 ultra valve in the aortic position within a 23 mm trifecta surgical valve via a transfemoral approach. During the initial attempt, a 26 mm medtronic valve ¿jumped up¿ during deployment. The 26 mm medtronic valve was snared into the descending aorta. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).